Event description:
The consumer alleges the brakes were not working properly when she was transferring from the wheelchair to a shower chair, causing the chair to slide away from her. When she grabbed the chair, it allegedly bruised her right rear cheek. The bruise allegedly turned into an ulcer. Serious injury is alleged.

Manufacturer narrative:
Brakes are not a guarantee that any device will not slide on a surface. For obvious reasons, smooth surfaces like bare floors or tile can be more prone to this type of sliding. The fall is the result of user error. Regarding the bruise to ulcer claim, this user's previous medical condition is unk. However, it is not uncommon for wheelchair bound pts to have or be predisposed to ulcer formation due to circulatory issues. Careful monitoring of these pts is standard care.